Event description:
It was reported the pt stopped receiving stimulation due to the receiver being non-functional. As a result, the receiver was explanted and replaced with an ipg. Stimulation was regained post-op.

Manufacturer narrative:
Results: visual inspection of the receiver revealed the silicone lips and setscrew were missing from the top port. Severe discoloration was observed in the entire silicone header. The damaged septum likely caused fluid intrusion into the silicone header. The damaged septum likely caused fluid intrusion into the silicone header. The antenna was inspected and no anomalies were noted. Functional testing revealed no outputs on all the channels. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.